Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that during an upgrade device procedure this left ventricular (lv) lead was attempted to be placed in the lateral vessel but no capture was seen. This lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated. Additional information noted that the issue was related to the lack of improvement in the qrs morphology and involving the right ventricular (rv) lead.

Event description:
It was reported that during an upgrade device procedure this left ventricular (lv) lead was attempted to be placed in the lateral vessel but no capture was seen. This lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.